Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 bisector broke. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question. Maquet rep was made aware of incident on (B)(6) 2011.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production. Internal file number - (B)(4).